Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a neurovascular diagnostic procedure which was delayed for less than 20 minutes, and the case was completed in the same room. It was difficult to position stand correctly, but there was no impact other than delay. The philips field service engineer (fse) inspected the system onsite and found that the system's c-arm was unable to perform geometry movements. Upon troubleshooting, the fse attempted to recalibrate all table functions. Initial attempts were unsuccessful, requiring multiple recalibrations. It was found that debris was causing the issue, which finally cleared. To resolve the issue, the fse cleaned the longitudinal rails, as the bearings were leaking grease, and then successfully recalibrated the longitudinal motion. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.